Event description:
Smith & nephew france reported that a screw was broken during insertion. A portion of the device was left in the joint. Situation resulted in a short delay to the case. No pt injury was reported as a result of this situation.